Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing and pacing inhibition that resulted in greater than two seconds of asystole. The rv lead was explanted and replaced. The crt-d remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise that lead to oversensing and pacing inhibition of approximately 5 seconds. The patient had congestive heart block with no r waves present. The noise was able to be reproduced in clinic. Impedance measurements had been stable. The rv lead was explanted and replaced. The crt-d remains in service. No adverse patient effects were reported.